Manufacturer narrative:
Software error noted in the formatted history file due to software error. (Tt 2252). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had software error alarm. Blood glucose was unknown. The insulin pump will be returned for analysis.